Event description:
Asr claim received from (B)(6). Adverse incident report is as follows: ¿I had one of the depuy asr mom defective hip replacement devices. I had the initial replacement in 2009 and the revisionary surgery in 2011. I continue to suffer on a daily basis with chronic pain in the hip joint and all over my body, I can only walk short distances, suffer from breathlessness, very poor cognition, racing heart, chest pains, pain passing water, constant diarrhea and constipation, chronic headaches, reduced eyesight, chronic pain in the abdomen, loss of appetite, extreme exhaustion, insomnia, skin rashes, numbness in hands and feet, and severe chronic depression (I have been admitted as an to inpatient psychiatric care twice and have tried to commit suicide twice). I have visited a cardiologist, neurologist, toxicologist, ophthalmologist, psychiatrist, psychologist, urologist, colorectal surgeon and a chronic pain management specialist. Even though I have seen all these specialist they have been unable to identify the cause of the problems or provide advice on how I will be able live a normal life again. I am on longterm sick leave from my employment with no idea if I will be able to return there. I understand there has been very little research been done on the longterm effects of the cobalt and chromium toxicity related to this defective device and this is possibly the reason why getting any clear information is difficult. However I carry on searching for specialists who may have an insight into the serious health problems I encounter daily. The suicidal thoughts I have every day are getting difficult to deal with and my psychiatric team can only keep me stable with doses of anti-anxiety and anti-depressant medication.¿ (B)(4).

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. No 510(k) number provided because this implant is sold internationally with different indications for use; it is currently sold in the us under a different part number. The correction/removal reporting number listed applies to the corresponding product code sold domestically. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.